Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's previous ins failed, so they had it replaced with their current one. The patient said the device was no longer able to "be seen or charged or anything" and said they started having problems in the end of 2016 and through 2017, and also mentioned they started trying to have it fixed the end of 2016, maybe even middle of 2017. No further complications were reported.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
The patient reported that they think their leads may have moved, because the stimulation is no longer engaging like it used to. They noted that their programmer and recharger connect with the implantable neurostimulator (ins). The patient stated that when they previously turned their stimulation up to 8.1v on program 2, their legs would shake, and it would make the patient stumble around and feel uncomfortable; they noted this happened intermittently. It was mentioned that now, the patient only feels stimulation a little bit, and most of the time it is not working at all. The patient stated that they lied down and their stimulation ¿kicked in¿ without turning it up at all. The patient was to follow up with a healthcare provider, but did not currently have one; listings were sent. The patient was implanted for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported for the last two months their device was cranked all the way up to nine but they weren't feeling anything but if they sat they could feel stimulation come back on. It was further reported the consumer thought the leads may have moved, but they were just speculating as no x-rays had been performed. The consumer was redirected to their healthcare provider (hcp) for further follow-up. No further complications were anticipated.